Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, partially, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving gablofen with concentration 500 mcg/ml at a dose rate of 144 mcg/day via an implantable pump for intractable spasticity. It was reported that as per a physician, the patient noticed the incision was showing pus over the weekend of (B)(6) 2019. The patient experienced redness at the pump incision and puss. The patient was however having great benefit and less spasms, so the physician explanted a potentially infected pump and pump portion of catheter. The pump and partial catheter were explanted and replaced. The pump portion of catheter was removed, and the spinal segment was left in place. The physician re-implanted a new pump segment of catheter and added a tryx. The hcp had discarded the explanted pump and partial catheter. The patient was also given antibiotics. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. There were no known environmental/external/patient factors that may have led or contributed to the issue. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s medical history was requested but was unknown. It was noted that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.